Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was able to complete the rewind sequence. The customer experienced a high blood glucose level of 385 mg/dl. They treated their high blood glucose level with a manual injection. The customer had blurry vision and frequent urination. The displacement test and manual prime were successful and the motor error alarm did not recur. The high pressure test failed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted and the motor passed motor test. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.